Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10292.

Manufacturer narrative:
Evaluation results: the complaint was confirmed. As received, a visual inspection of the two returned extensions did not find any external damage or kinks. A microscopic inspection of the extensions terminal ends confirmed the internal wires were broken on extension a. Resistance testing confirmed extension a measured electrically open. Extension b measured in specification. The setscrews of each extension were rotated clockwise and counter clockwise with no discrepancies noted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.